Event description:
It was reported that there was a patient that had a peri-prosthetic femoral fracture. Surgeon removed stem and replaced with gmrs.

Manufacturer narrative:
The sales rep commented that the catalog number and lot code of the explanted device could not be determined due to cement debris. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, it will be provided in the supplemental report. Device not returned.